Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to oversensing of noise. Sense b artifact was suspected. It was noted that there was wandering baseline. It was also noted that the sensing vector was reprogrammed from primary to secondary. Device and electrode replacement was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.